Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized 6/1/2013 for a high blood glucose level of 1200 mg/dl. The customer was not wearing the insulin pump during their hospital stay. The customer was sent a new meter. It is unknown what caused the customer's high blood glucose. No further information was provided.